Manufacturer narrative:
Pending evaluation . Concomitant device(s): (B)(4) 02-010-03-0235 - logic cr femoral cem, left, sz 3.5. (B)(4) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. (B)(4). 200-02-29 - three peg patella 29mm.

Event description:
It was reported by the legal department, that this female patient's left tka was revised for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. Patient experiences daily pain and discomfort in her left knee which limits her activities of daily living and impacts her quality of life.

Manufacturer narrative:
Revision approximately 3 years, 10 months after initial implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no phot. H6: investigation-based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.